Manufacturer narrative:
A visual assessment of the returned device was performed. The basket and all of the basket wires were present and attached. The sheath was kinked in several locations along the working length. The sheath was detached near the proximal end of the blue strain relief, the distal section of the detached sheath was not returned. The outer layer of sheath was missing. The section of basket wire sub-assembly (s/a) that was exposed was bent. A functional evaluation was also performed. The basket would not close due to the detached sheath, and the basket wire sub- assembly could not be removed rom the sheath due to the defects noted. The defects noted were likely due to an interaction with the scope being used during procedure. Therefore, the most probable root cause for the complaint is "caused by other device." The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a lithotripsy ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was observed that the sheath of the basket tip was slightly wrinkled upon removal from the package. Attempts to insert the basket tip into the scope channel failed. When the basket was pulled out from the scope, it was noticed that 10cm of the distal end of the sheath completely detached from the tip of the basket sheath inside the scope. The device was not advanced into the patient, and nothing fell inside the patient. The procedure was completed with another of the same device. There were no reported patient complications as a result of the procedure. The patient&#38112;condition after the procedure was reported to be "stable".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a lithotripsy ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was observed that the sheath of the basket tip was slightly wrinkled upon removal from the package. Attempts to insert the basket tip into the scope channel failed. When the basket was pulled out from the scope, it was noticed that 10cm of the distal end of the sheath completely detached from the tip of the basket sheath inside the scope. The device was not advanced into the patient, and nothing fell inside the patient. The procedure was completed with another of the same device. There were no reported patient complications as a result of the procedure. The patient's condition after the procedure was reported to be "stable."